Manufacturer narrative:
(B)(4). The device investigation was completed on 23-jun-2016. The regional service center (rsc) service log review revealed multiple low nitric oxide (no) alarms consistent with the reported date of the complaint. Further review reveals the last high no calibration was in sequence 36b on march 21,2016, 86 days prior to the (B)(6) events. The inomax dsir device specifies high calibration must be done every 30 days. The lack of the required calibration is consistent with cell drift due to the lack of required calibration and use error. The log review also reveals very low injector module (im) flow during the low no alarms. The low im flows are below the minimum required 2 lpm, which is consistent with the device being operated out of specification due to use error. The log review also confirms a sample line/filter block alarm which is consistent with the reported complaint of the device "displaying dashes across the monitored values". However, the logged event is not consistent with the third-party reported event date of (B)(6) 2016, approximately 20:30, as the log shows this occurrence on (B)(6) 2016. The device booted into customer mode normally, and the sample line/filter block test passed. Physical inspection found no contamination within the sample system. The sample line/filter block alarm could not be reproduced at the rsc. It was verified that the device date was correct. After successful calibration, the device continued to monitor no within spec (20ppm) while at a 20ppm delivery set point. The device continued to deliver within spec at all other delivery set points. The reported low monitored no condition could not be reproduced at the rsc. Although the no monitoring issues were most likely due to the identified use errors, lack of calibration and low im flow rates, the no cell was replaced due to the service log findings of low monitored no. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2016, a respiratory therapist (rt) from the united states called (B)(4) customer care to report a device issue with inomax dsir (B)(4). The reporter called the company to request the return of device (B)(4) for evaluation following a patient death while the device was in use. The reporter stated a (B)(6) year old (dob (B)(6)) female patient was admitted to the hospital with acute oxygenation issues secondary to congenital heart disease with pulmonary atresia. The patient had undergone a glenn procedure as an infant and required a fontan procedure to address ongoing cardiac instability. The fontan procedure was performed on (B)(6) 2016 and the patient was started on inomax at 20 ppm on (B)(6) 2016 at 14: 30 for increased pulmonary artery pressure. The patient was on a servo I ventilator prvc, rr24, vt 112, peep 6, fio2 100%, time 0.8. The patient was also receiving epineprhine 0.63 mcg/min and milrinone 0.25mcg/min. The patient was reported to have been started on ECMO on (B)(6) 2016 in conjunction with inomax. On (B)(6) 2016 the patient was taken off ECMO but remained on inomax. Later on (B)(6) 2016 at approximately 20:30 hours the monitored values on the inomax dsir "went blank", described as "dashes across the monitored values". The reporter stated the rt was not present in the room when the issue occurred and that the nurse was reporting what she could remember to the rt staff. He stated it is unclear what the actual alarm message or failure was. The nurse described that while suctioning the screen went blank. The reporter verified that the screen did not go black but that the monitored values were not displayed. The staff decided to change the cylinder because the monitored values "had not been reading as accurately as they usually do". The reporter described monitored values of no were less than expected, reading 1.0 2.0 ppm when set to 20 ppm. The bedside staff manually ventilated the patient using the inoblender set to 20ppm while changing the cylinder and troubleshooting the dsir device. The reporter stated the sample line was being changed every couple days due to repeated issues with condensation apparently clogging the line and displaying sample line filter block alarms. He stated after changing the sample line each time the monitored values would return to within the expected range. The reporter stated there was no patient impact at the time of the device issue or while troubleshooting the device. The reporter went on to say that after troubleshooting the dsir and changing the cylinder the patient had cardiac arrest on (B)(6) 2016 at 20:43. Despite resuscitation efforts per aha resuscitation protocol she died on (B)(6) 2016 at 21:25 hours with the cause of death listed as cardiac arrest with history of av canal and pulmonary atresia. The reporter stated the cardiac arrest was not related to abrupt withdrawal of inomax since there were no device issues reported to him that may have interrupted drug flow.